Manufacturer narrative:
Continuation of d10: product ID a820; lot/serial# unknown; product type: software. Product ID hh90t01; lot/serial# (B)(6). Product typ: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain use. It was reported that 1.5 to 2 weeks ago, the patient started having the issue where it lagged at 90 percent. They would get messages to restart or wait but it would still lag at 90 percent. The patient was also getting a message that the personal therapy manager (ptm) was not working and unable to connect. The patient mentioned that they talked to rep a few weeks back and they brought the patient a new phone modem piece, but they still lagged at 90 percent. The patient was getting no consistency. The patient was at the doctor's office 3 days ago and they cleared cache, but they were still getting messages that it could not find it, and it would lag at 90 percent for sometimes 5 minutes. Sometimes it lagged and sometimes it worked like normal. During the call, the agent walked the patient through clearing the patient data and the patient closed all applications. The patient connected to ¿myptm¿ screen like normal. The patient screen showed there was a lockout. The patient claimed they did not get a bolus. The patient was wanting a new handset.  The patient was redirected to their healthcare provider (hcp). Additional information was provided from a healthcare provider stated that the only issue the patient has is lagging issue which is resolved as of today.